Event description:
Date notified: (B)(4) 2009. A model 706 ventilator (s/n (B)(4)) failed to operate. An inspection of the device revealed a shorted wire. The shorted wire was repaired, the device was tested to specifications and returned to the customer. No death or injury resulted from the device failure.